Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor position encoder error and motor error alarm due to motion sensor test failure alarms. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm, a motion sensor test failure alarm, and a motor position encoder error alarm. Customer reported that insulin pump was exposed to MRI. Customer reported that drive support cap appeared normal. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.